Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no audio when the keypad is pressed. The reported symptom was reproduced during evaluation. The keypad was found to intermittently function which would produce no audio when a key is pressed. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no audio when the keypad is pressed. There was no patient involvement. No additional information is available.